Event description:
It was reported that an asymptomatic patient presented in-clinic for a routine follow-up. The pacemaker exhibited back-up vvi after a failed firmware upgrade. The patient was not symptomatic due to the back-up vvi. A device download successfully restored the device.